Event description:
Reportedly during patient files review, several episodes showing noise oversensing were observed in the device memory. The next patient follow-up was scheduled for (B)(6) 2019. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.

Event description:
Reportedly during patient files review, several episodes showing noise oversensing were observed in the device memory. The next patient follow-up was scheduled for (B)(6)2019. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) and/or myopotentials.